Manufacturer narrative:
The device positioning unit (dpu) passed electrical testing with resistance at 50.0 ohms and the enpower systems go green light illuminated. The coil detached on the first detachment cycle. Laboratory post-detachment electrical testing still found the dpu to pass resistance at 50.0 ohms and the enpower systems go green light still illuminated. Laboratory post-detachment examination found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. Laboratory testing could not duplicate the complaint event as the dpu passed electrical testing and the coil detached on the first detachment cycle, therefore the root cause of the enpower systems go green light not illuminating and the coil not detaching cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Additional unreported damage found: concerning cleanliness only, the microcoil system was returned in almost pristine condition except for dried contrast granules found adhering to the inside of the outer sheath as contrast is difficult to remove by most cleaning processes. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Located 14.0 centimeters off the distal tip of the green introducer, the coil protrudes two places outside the sheath for a length of 3.0 centimeters located at the proximal protrusion site the coil has stretched. There is no mechanical sheath damage at this protrusion site. Located at the distal protrusion site the coil has been damaged. There is no mechanical sheath damage at this protrusion site. The coils socket ring has been pushed down inside the outer sheath causing a loss of concentricity at the articulating junction between the distal tip of the device positioning unit (dpu) and the proximal end of the coil. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges raised above the surface plane. The locking mechanism has severe compression and stretching damage. No manufacturing defects were found. The evidence highly suggests that a majority portion of the unreported damage to the microcoil system occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the coil to protrude outside the sheath, produced a portion of the coil damage found, pushed the coils socket ring into the outer sheath. However, the circumstances of how and when all the above damage occurred cannot be determined and no manufacturing defects were found. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed detachment testing. Additional stretching was found on the device however the circumstances of how the damage occurred could not be determined. It is possible that procedural causes or post-procedural handling could have caused the stretching. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact from the hospital reported that during a procedure to embolize an aneurysm at the middle cerebral artery the deltapaq coil (cdf10041030/c24224) could not be detached. After they checked the green light in prep, they advanced coil and packed the aneurysm. When they tried to detach, they found the green system ready light did not illuminate and the coil could not be detached. They changed to another detachment cable but the system ready light also did not illuminate and the coil couldn¿t be detached. There was no reported patient impact associated with this complaint. At the time of initial contact the device was available for return. There was not a significant clinical delay to the procedure as a result of the issue. There was no damage noted to the coil prior to use or after removal. It was successfully removed from the patient still attached to the delivery system. It is unknown which dcb and connecting cables were used. However, the same dcb and connecting cable were used successfully with subsequent coils. All connections appeared to fit properly without application of excessive force. Upon pressing the power button, not all lights illuminated. There was no low battery or fault light seen during the case. The detachment light illuminated during the detachment cycle but the audible signal did not beep.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.